Event description:
Device 1 of 2. Reference MFR report: 1627487-2014-15334. It was reported the patient experiences ineffective stimulation. Reprogramming was unable to resolve the issue and resulted in the patient experiencing uncomfortable unintended stimulation. The patient indicated she experiences occasional falls. The patient is to consult with her physician as the next course of action.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.